Manufacturer narrative:
(B)(4). During baxter's eval, constant upstream occlusion alarms were confirmed and reproduced. Eval found the upper and lower upstream sensor readings were found to be out of specification. Eval found the cause of the constant upstream occlusion alarms to be caused by contamination due to fluid intrusion. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.